Event description:
Same case as MFR report #: 2134265-2010- 01647.it was reported that during an unspecified rotational atherectomy procedure, the burr cut the wire.the floppy rotawire guide wire was inside of the patient,. During the loading of the rotablator rotalink plus 1.75mm burr on the wire outside of the patient, the burr cut the wire. The remainder of the floppy rotawire guide wire was removed from the patient with some difficulty. Patient's status was reported as 'fine'.

Event description:
Same case as MFR report #: 2134265-2010- 01647 it was reported that during an unspecified rotational atherectomy procedure, the burr cut the wire. The floppy rotawire guide wire was inside of the patient,. During the loading of the rotablator rotalink plus 1.75mm burr on the wire outside of the patient, the burr cut the wire. The remainder of the floppy rotawire guide wire was removed from the patient with some difficulty. Patient status was reported as 'fine'.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Updated fields: device evaluated by MFR. Device evaluated by MFR: the rotawire 325cm gw floppy was received fractured in two sections. Rotational marks were noted at both fractured sites. Both pieces were sent to sem(scanning electron microscopy) fracture analysis. Results: "examination of the fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. Burr induced surface wear and reduction on the cross sectional area were noted. Copper and zinc were detected inside the distal grooved surface of the wire that was created by the burr. No copper and zinc were found on the proximal section of the wire. No material anomalies were observed. Conclusion: burr induced surface wear. Final fracture is in a torsional direction". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause "user error". The dfu advises: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion".